Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a plum 360 was found to have unexpectedly shut down. It was reported that the device would not read the cassette and the pump simultaneously turned off without warning. It was also noted that the customer is requesting a refurbished mechanical assembly in exchange. There was no patient harm reported.